Event description:
It was reported that during elective replacement of device, the left ventricular lead was found to be dislodged. The lead was replaced. The patient condition was good after the procedure.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.